Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The device was returned. The investigation is confirmed for balloon detachment as the catheter was returned in two segments. The investigation is also confirmed for retraction issues as the balloon material was bunched near the distal tip. The definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event.

Event description:
It was reported that the distal segment of pta balloon catheter, including the entire balloon, detached during retraction into a 6fr sheath. The introducer sheath was exchanged for an 8f sheath and the detached catheter segment was successfully retrieved percutaneously with a snare. There was no reported patient injury.